Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon inflation, the balloon inflated on one side and on the upper end of the balloon appeared to be a mushroom. There was a popping sound when this happened. It was later reported, this occurred when the nurse tested the catheter prior to insertion and the "mushroom" -roll back occurred inside the patient.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that upon inflation, the balloon inflated on one side and on the upper end of the balloon appeared to be a mushroom. There was a popping sound when this happened. It was later reported, this occurred when the nurse tested the catheter prior to insertion and the "mushroom" -roll back occurred inside the patient.